Event description:
The pt's spouse called lfs and alleged the surestep enhanced meter was giving the message error 1. The pt was unable to obtain a reading on the reported meter, however the comparison of the test strip to the color chart matched closet to 350 mg/dl. The pt does not report any symptoms or treatment at the time of the occurrence. The customer care rep performed troubleshooting and the error 1 message recurred. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.